Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, lens was scratched during loading. Additional information was requested.

Manufacturer narrative:
Additional information was provided in d.9.,h.3., h.6. And h.11. The product was returned for analysis and damage was observed to the iol (intraocular lens). No cartridge was returned. Iol returned positioned correctly in the iol case. Solution is dried on the iol. Both haptics are bent/deformed. The reported scratch cannot be confirmed due to condition of the returned sample. The sample was cleaned for further evaluation. There are light scratches and fibers on the lens optic. We are unable to determine the root cause for the reported complaint "became scratched during loading". Scratches were observed on the iol optic. The reported damage occurred at the time of loading. No cartridge was returned; due to this, we are unable to complete a thorough investigation to determine a root cause. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating there was no patient contact. The procedure completed on the same day with another lens.

Manufacturer narrative:
Additional information was provided in b.3., b.5., d.4. And h.6. The manufacturer internal reference number is: (B)(4).